Event description:
A report was received that the patient was experiencing pain around the ipg site. The patient was sent for an MRI on the pocket site. During the MRI a popping sound was heard inside the patient's body. It was thought that the ipg was damaged. An ipg revision was planned, however an infection around the pocket site was discovered. The pocket site had purulent matter inside the pocket site. The devices were explanted. The physician does not believe the infection is device related but is possibly procedure related. The physician also suggested that the patient's skin surface caused the infection due to some kind of normal inhabitant. The patient was prescribed antibiotics and is doing well.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed photographic and visual inspection tests performed. The complaint of no stimulation after an MRI procedure was confirmed. This was due to the micro-controller never booting up. Because of a hardware failure/flash corruption in the micro-controller, it wasn't able to run the application and the bootloader codes which made the device unable to be started. The explanted leads were not returned to bsn for analysis as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain around the ipg site. The patient was sent for an MRI on the pocket site. During the MRI, a popping sound was heard inside the patient's body. It was thought that the ipg was damaged. An ipg revision was planned, however, an infection around the pocket site was discovered. The pocket site had purulent matter inside the pocket site. The devices were explanted. The physician does not believe the infection is device related but is possibly procedure related. The physician also suggested that the patient's skin surface caused the infection due to some kind of normal inhabitant. The patient was prescribed antibiotics and is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm.